Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high reading and as a result experienced a loss of consciousness. User was unable to self-treat and received a glucose infusion from a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high reading and as a result experienced a loss of consciousness. User was unable to self-treat and received a glucose infusion from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 6 (indicating early termination). Watermark did not observed at the base of the sensor tail. An extended investigation has been performed. The sensor was de-cased. Visual inspection has been preformed and no issue were observed. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high reading and as a result experienced a loss of consciousness. User was unable to self-treat and received a glucose infusion from a healthcare professional. There was no report of death or permanent injury associated with this event.